Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital after receiving multiple shocks. External fibrillation was applied. The patient has a lvad and complex health history. The patient was transferred to a different facility. The device was explanted and replaced. No further information is available.